Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor was out of calibration, and there was contamination on the force sensor plate. This report is made based on results of investigation completed on 07/18/2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2011 with the following findings: during evaluation, the force sensor was found to be out of calibration. There was evidence of contamination found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.